Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was inserted and the patient had complications during insertion and adhesion issue occurred. At the time of insertion she had (B)(6). Two months after insertion she started experiencing rash. The patient also experienced increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding and blood loss during coitus, kidney disorder and urinary tract disorder, pain in leg, pain abdomen, lower back pain and neck pain, tiredness, insomnia, mood swings, vaginal secretion, menopause complaints and vaginal fungal infections. She contacted a doctor and visited a gynecologist and rheumatologist. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that perforation and migration of implant occurred. Essure, two fallopian tubes and uterus were removed. This event, seen as fallopian tube perforation, is serious and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of fallopian tube perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 15-sep-2016 (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-sep-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 462 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that perforation and migration of implant occurred. Essure, two fallopian tubes and uterus were removed. This event, seen as fallopian tube perforation, is serious and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of fallopian tube perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. According to product technical complaint, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information could be obtained.